Event description:
It was reported that due to a malfunctioning pump causing the device to not inflate, the patient had his inflatable penile prosthesis (ipp) explanted. The patient's outcome following this procedure was good.